Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose at time of incident was 208 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer could not go any further on troubleshoot because he can't prime pump due to getting compromised force sensor alarm. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 208 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. No prime alarm noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. Unable to perform prime and excessive no delivery alarm test due to motor error alarm anomaly.